Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01958. It was reported that patient after multiple falls patient experienced autoreducing and lost access to therapy. Lead diagnostics showed both leads had high impedances. X-rays were taken and lead fracture was suspected. Surgical intervention was undertaken, during which, both leads were visually inspected and found to be fractured. During procedure, both leads were explanted and replaced. Therapy was restored postoperatively.